Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: smoking during a case, no patient involvement. Lot 24277fg2. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.